Manufacturer narrative:
A review of the implant's manufacturing record indicates that it was manufactured to specification. Based on the information available, the root cause of the event cannot be determined. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Upon mmi review it is noted that metallic density along the posterior tibial plateau on the lateral film suggests possible implant disassembly. Possible subsidence of the tibial component. As per available information, there is no evidence of the tibial component revision only femoral components were revised and recieved. Tm stepped cone is the only tmt design controlled part. Tm stepped cone is a device used for bone-filling and enhance bone growth. Should additional information be obtained to further this investigation, this report shall be updated. Device remains implanted.

Event description:
It is reported that the patient underwent knee arthroplasty on (B)(6) 2010. Subsequently, the patient was revised due to femoral cone fracture and disassociation of the femoral shaft on (B)(6) 2018. Upon mmi review it is noted that metallic density along the posterior tibial plateau on the lateral film suggests possible implant disassembly. Possible subsidence of the tibial component. As per available information, there is no evidence of the tibial component revision only femoral components were revised and recieved. Tm stepped cone is the only tmt design controlled part. Tm stepped cone is a device used for bone-filling and enhance bone growth.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to not be reportable as we do not have reporting responsibility for this complaint. The initial report was submitted in error and should be voided.

Event description:
Upon receiving additional information of the reported event, it was determined to be not reportable. The initial report should be voided.

Manufacturer narrative:
Upon receiving additional information of the reported event, it was determined to be not reportable. The initial report should be voided.